Event description:
A report was received that the patient was experiencing discomfort at the battery site and ipg was not charging well on the current location. The patient underwent a pocket revision and was doing well postoperatively.